Event description:
It was reported that the customer was hospitalized for a severe diabetes ketoacidosis. It was reported that the customer was vomiting prior being hospitalized. The mother stated that the infusion set was not fitting properly in the serter. Advised customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.